Event description:
First, the physician inflated the balloon below rbp at the severely calcified distal lesion. Then he inflated the balloon at the proximal lesion at 20 atm and the balloon ruptured. The procedure was completed by the relevant balloon catheter. The physician understood that the balloon could rupture if inflated at 20 atm (over rbp). No information on the patient and on the concomitantly-used devices could be obtained.

Manufacturer narrative:
The balloon burst when inflated over rbp. Report source: foreign- (B)(6). The angiosculpt device was not returned, thus no evaluation performed. The angiosculpt device was used off-label. The IFU states the balloon pressure should not exceed the rbp (16 atm) and to use the catheter prior to the expiration date specified on the packaging.